Manufacturer narrative:
The reported event of ¿lead slack issue¿ was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-36669. It was reported that the patient presented for generator change procedure. It was previously noted that the slack on patient's left ventricular (lv) and right atrial (ra) leads was pulled out. Furthermore, the lv lead was found to have pulled back. Therefore, the physician elected to explant and replace both the lv and ra leads. The patient was discharged after the procedure.

Manufacturer narrative:
Further information was requested but not received.